Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan in 2004 alleging a "not enough blood" message on the meter. The pt contacted a medical professional for advice and did not receive any treatment. Customer service had the pt clean the meter properly and when the pt tested, the meter displayed a "not ok" message. Customer service was unable to resolve the "not ok" message and sent the pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the not ok message was not resolved.